Event description:
It was reported that two xia ii vitalium rods 'broke' post-operatively. Revision surgery was performed where the rods were replaced. This records represents the second of the two rods.

Manufacturer narrative:
Visual inspection: a portion of the fractured rod was returned. Beach marks were present on the fracture surface which would be consistent with a fatigue fracture. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From the xia IFU: delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. The devices were implanted for a period of 3 years. It is unknown if the patient fused during that time. Beach marks found on the rod are consistent with fatigue fracture. Additionally, the blockers on the connectors were found to be overtightened which could have added additional stresses to the construct which may have contributed to the device fractures. Other factors, such as patient activity may have also contributed to the event.

Event description:
It was reported that two xia ii vitalium rods 'broke' post-operatively. Revision surgery was performed where the rods were replaced. This records represents the second of the two rods.